Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician implanted one endeavor sprint drug eluting stent in the proximal lad. Approx. 4 months post index, the patient experienced upper gastrointestinal bleeding and was treated with medication, had their dapt interrupted and recovered one week later. The patient was on dapt at time of event.